Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6)], revealed. Analysis found"no device found" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the charger is bad. Patient stated the connection from the charger to his back is bad because when they tried to use it last night it started burning him and then the controller went out completely. Pt states the controller will not power on either and needs that replaced. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient put the battery back in and confirmed controller is 30% and implant is 70%. The issue was not resolved through troubleshooting. Agent sent request to the repair department to replace the recharger telemetry module (rtm) device.